Event description:
It was reported that during the implant procedure, it was hard to insert guidewire in the left ventricular lead. The lead was taken out and flushed, still the guidewire could not be inserted. The lead was not used, and a new lead was successfully implanted without any incident. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿not able to adequately flush or move wire in/out¿ was not confirmed. A complete lead was returned in one piece. The guidewire that was used in the field was not returned with the lead. Guidewire insertion test was performed and was able to be inserted and removed from the lead without any difficulty.